Manufacturer narrative:
Information was received via published literature. Please reference literature at the following address: www.ncbi.nlm.nih.gov/pubmed/19876874. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient had an on-table femoral fracture, which was recognized at one day post surgery. The patient was then revised.

Manufacturer narrative:
Other device used: catalog #unknown, unknown rasp, lot #unknown. Catalog #unknown, unknown awl, lot #unknown. No devices were received; therefore the condition of the devices is unknown. The x-ray image in the journal article confirmed the fractured femur. The part and lot numbers of the products are unknown; therefore the device history records could not be reviewed. It could not be confirmed if the device were used in an approved and compatible combination. Surgical notes were not provided. Relevant medical history is unknown. The surgical technique instructions with the recommended curved awls and rasps are not likely to lead to component mal-alignment when followed. A definitive root cause cannot be determined with the information provided. The reported devices are used for treatment.